Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, end cap broken off and missing cracked case at the display window corners scratched reservoir tube window and cracked reservoir tube lip. The insulin pump powered up properly. No unexpected blank displays anomalies were noted. The pump was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, error test and off no power test due to end cap broken off and missing.

Event description:
The customer's mother reported via phone call of high blood glucose readings, blank display and damage on the insulin pump. The customer's blood glucose reading was 600 mg/dl. The mother stated that the pump had been going on and off for a while. The customer stated that there is a plastic piece that started to come off the pump. The customer stated that there is a piece that is loose next to the arrows on her pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.